Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported a ring artifact on patient images. A philips field service engineer (fse) went to the site to evaluate the system. The fse found that a detector module had failed. Based on the information by the fse, the reported image artifact was the result of a failing detector module, not from a cracked compensator as initially reported. The fse replaced the detector to resolve the issue. There was no report of harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.